Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked guidewire is confirmed and was determined to be use-related. One nitinol guidewire in its hoop was returned for evaluation. An initial visual observation revealed blood use residues throughout the returned guidewire. A microscopic observation of the returned guidewire showed two disjointed coils in the coil region of the distal end of the guidewire. The distal weld tip of the guidewire was observed to be present along the device. The damage observed along the returned guidewire was determined to be caused by usage of the device. Such kinking may occur if insertion is attempted against resistance, such as into tissue or at a sharp insertion angle. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported "I was shadowing inserting a PICC on (B)(4) 2024, there was an issue with the PICC, it bent and wouldn¿t bend back. We had to open a new box to get a suitable PICC." No serious injury noted. No exposure to blood or bodily fluids. No other information was provided.

Manufacturer narrative:
H11: section a through f, the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported "I was shadowing inserting a PICC on (B)(6) 2024, there was an issue with the PICC, it bent and wouldn't bend back. We had to open a new box to get a suitable PICC." No serious injury noted. No exposure to blood or bodily fluids. No other information was provided.